Event description:
It was reported that they are seeing system problem (77) rm03 when trying to charge the implant. Caller stated that they tried resetting the controller but that did not resolve the issue. Caller also stated that the recharger relay box is making a popping noise. Caller also added that it takes forever to find the implant when starting a charge session. Caller added that the paddle is getting excessively hot to the point that it is leaving a red mark on their skin where the implant is located (patient harm). A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.